Event description:
The customer reported that the upper half of the image is missing. It is possible that the image was retaken, resulting in additional radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). The service engineer replaced the a/d pc board and the led pc board. He also replaced the side cover that was missing. The service engineer performed calibration and self test and all functions met specifications. (B)(4).